Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had pump stoppages and power increases and the log file confirmed pump stoppage. The driveline was twisted and knotted from the system controller and to the wound area. A portion of the driveline was exposed at the system controller end. A driveline repair would not be possible and a pump exchange would be the only option. The pt is incarcerated and the hospital was trying to avoid a pump exchange. The driveline was untwisted and stabilized and the pt had no further alarms. The pt was discharged back to jail with frequent follow-up.